Event description:
Customer called saying that the meter was reading too low compared to another meter. During troubleshooting, it was discovered that the meter was in mmol/l rather than mg/dl. The meter was changed back to mg/dl.